Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricular (lv) lead has been dislodged. This lead had been explanted and will be returned for further analysis. Additional information received indicates that the dislodgement was confirmed through xray. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead has been dislodged. This lead had been explanted and will be returned for further analysis. Additional information received indicates that the dislodgement was confirmed through xray. No additional adverse patient effects were reported.